Event description:
New information noted that no intervention was performed. There were no patient consequences and patient condition was stable.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited ventricular under-sensing. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information as requested but not received.